Manufacturer narrative:
D4: the UDI, sn and lot # of the device is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella implant, left ventricle (lv) perforation apical with 0.018¿ impella wire, which resulted in cardiac effusion. Immediate pericardiocentesis with pigtail via xiphoid was performed and drainage of a total of 1,5 l blood and 4 units of red blood cells given. Patient at any time stable with mean arterial pressure > 60mmhg, responsive and awake. Patient was bridged to coronary artery bypass graft after lv perforation. Device was explant in operation room.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac perforation/ pericardial effusion: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.